Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, by the patient. That the device did not seem to be working, as they had been experiencing significantly worse shaking than before. The patient reported, receiving no network and code 1703, when trying to connect with their implant. The meaning of the 1703 message was reviewed. The patient reported, receiving the 1703 message, during the call, but once bypassed. They confirmed, successfully connecting with the implant and that therapy was on. The patient confirmed, that external devices were charged. And thought that would help. The issue was not resolved through troubleshooting. And the patient was redirected to their healthcare provider to address it further.

Manufacturer narrative:
Section d10 references: product ID b3301542m, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported they spoke with the manufacturer¿s representative (rep) regarding the 1703 error code. The rep met with the patient and discovered the ¿stimulator wasn¿t working.¿ the patient stated they had been in a car accident and it must have knocked something loose in their brain as only half of it was working (the right side) with the left side not working at all. According to the patient the rep told them the way only way to fix it was through surgery, but they didn¿t know if they were going to do it. The patient was considering the option as they were shaking like crazy and their speech was off due to the accident.